Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall which caused her scs ipg surgical incision to open. The ipg site is now infected with pus draining out. Additional information received on (B)(6) 2014 identified the patient's entire scs system was removed because of the infection. The patient was treated with IV antibiotics before the procedure and prescribed oral antibiotics post-surgery.